Manufacturer narrative:
Correction is made in section d9. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the customer's failure description "there is no image" could be verify by inspecting the device. During the input test, it was determined that no image is displayed. This was caused by the defective circuit board. (Electronic fault on the camera head circuit board) the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).